Manufacturer narrative:
Additional information received by he local field representative indicated that the clinic has been aware of the issue since january 2016. There are no current plans for additional intervention.

Event description:
Boston scientific received information that another manufacturer's right atrial (ra) lead associated with this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements greater than 2,500 ohms. In a review of the data available it has been out of range since (B)(6) 2017. The patient had reported a sudden loss of energy and weakness. It was confirmed there were no recent events stored in the past 72 hours.

Manufacturer narrative:
Boston scientific technical services (ts) reviewed the episodes and recommended looking into what the patient was doing on the day of the episodes, as it was suspected to be from an external source. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Additional information received indicated the pacing impedance measurements continued to be greater than 2,500 ohms. There were also some stored non-sustained ventricular tachycardia (nsvt) episodes with noise and oversensing on both the ra and right ventricular (rv) lead channel. The patient had an underlying rhythm and there was no evidence of asystole. However, the patient did report feelings of dyspnea on exertion.